Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil on the right ventricular lead had high impedance which triggered an alert. The alert limit was increased. The lead remains in use. No patient complications have been reported as a result of this event.